Manufacturer narrative:
H10: manufacturing review: the lot history record of this lot was reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for evaluation. The condition of the returned catheter sample confirmed the alleged expansion issue. The silicone brake of the inner catheter which is under the stent was found shifted to distal which indicated that the stent adhered to the brake leading to breakaway, and shifting upon removal. The alleged tight end of the stent after complete release could not be confirmed because images demonstrating this issue have not been provided. The investigation is confirmed for reported issue. A definite root cause for the reported event could not be determined. Labeling review: a review of the relevant instruction for use for this product was conducted. The instruction for use was found to address potential complications and adverse events such as incorrect positioning of the stent requiring further stenting or surgery, intimal injury, and malposition. H10: d4 (expiry date: 07/2022).

Event description:
It was reported that during a stent placement procedure through access through the bilateral saphenous vein, the device allegedly failed to expand. The procedure was completed using the same device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 07/2022).

Event description:
It was reported that during a stent placement procedure via access through the through the bilateral saphenous vein, the device allegedly failed to expand. The procedure was completed using the same device. There was no reported patient injury.